Manufacturer narrative:
The product, cypher select plus (B)(4), is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. Medtronic inflation device, launcher 7f jl4 guide catheter. 2.0 x 15mm kaneka's balloon, 2.5 x 15mm fukuda denshi's and medikit 7f sheath. During treatment of a mid left anterior descending (lad) artery stenosis, the balloon of the 2.5x18mm cypher select plus ruptured when inflated a second time at 14-16 atm for post dilation. The balloon deflated and re-wrapped normally. The sds was retrieved from the patient with further post dilation completed with another device. The procedure was completed successfully without patient injury. The target lesion was a 95% stenosis with heavy calcification but was not tortuous. It is unknown if it was a de-novo lesion. There were no indicated device abnormalities prior to use. Pre-dilation was conducted several times with a 2.0x15mm balloon catheter (keneka). The cypher was delivered to the target lesion with slight friction and was implanted at 10atm for 15sec at the target lesion. After the deflation, the sds was inflated at 14-16atm for post-dilation when the balloon ruptured. Balloon rupture was confirmed by back-flow of blood into the medtronic inflation device. Post-dilation was conducted with a 2.75 x 15mm balloon (fukuda denshi) to further dilate the cypher select plus stent. It was reported that the product will not be returned for analysis. A review of the manufacturing documentation associated with final assembly lot 15117636 and pre-sterile cypher select subassembly lot 15117658 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The functional tests (multiple inflation & burst) as well as results for leak test and 100% inspection were reviewed and no anomalies were found. Without the return of the device for analysis, no conclusion can be made regarding the cypher select plus balloon burst during post dilation of the implanted stent; however, the calcified vessel characteristics may have contributed. Based on the device history record review, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The information received indicated that the patient was admitted with a 95% stenosis in the mid left anterior descending (lad) artery. The target lesion was heavily calcified, but was not tortuous nor de-novo. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 2.0 x 15mm kaneka's balloon catheter several times. A 2.5 x 18mm cypher select plus was delivered to the target lesion with slight friction and was implanted at 10atm for 15 seconds. After the deflation, the sds was inflated at 14-16atm for post-dilation, but the balloon ruptured. Balloon rupture was confirmed by back-flow of blood into the inflation device. Therefore, the sds of the cypher select plus was immediately retrieved from the patient and post-dilation was conducted with a 2.75 x 15mm fukuda denshi's to further dilate the cypher select plus stent. The procedure was finished successfully. It is unknown what kind of rupture the balloon had. The balloon deflated and re-wrapped normally. It is unknown of the balloon seem to "stick" to a stent. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. There are no pictures of the product available.